Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after opening the femur and drilling, surgeon tried to remove the drill bit; it broke at the shaft, shortly before it was out. (Approximately 1cm out of femur) . It was difficult to get out broken drill bit, or time extended for approximately. 45-60min. This is 1 of 1 report for complaint (B)(4).